Event description:
Pediatric patient underwent removal of retained foreign body (gravel) to right hand. Attempt at IV to left hand was unsuccessful. Upon removal of catheter, it was noted that the tip had been retained. Vascular surgery consult recommended removal so she was brought back to or and the tip was removed under general anesthesia.